Event description:
It was reported that the device had a power on reset (por). The patient "felt" the device revert to ventricular-only pacing at 65 beats per minute, but did not contact the physician's office. The patient also denied exposure to radiation, diagnostic scans, or treatments during the time of the por. The por was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a partial electrical reset due to a critical ram parity error which occurred on 2013-10-08. It was noted that the power on reset (por) severity is low and the device should be able to fully recover after the reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.